Event description:
Mogen circ w/ complication of avulsion of tip of glands approx 1/3. Consult urology. Infant transferred for repair. Some bleeding at time of injury which recurred during transfer. Ebl < 5cc.